Manufacturer narrative:
The device was returned to the manufacturer for investigation and the complaint was duplicated. The motor and bearings were worn. The affected parts were replaced, and the device was returned to the account.

Event description:
It was reported that the device overheated during a wisdom teeth extraction procedure. The case was successfully completed with another device. There was no delay or adverse consequences reported as a result of this event.